Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom constant air in line alarms through review of the event history log, but did not reproduce it. The ultrasonic sensor was replaced, which is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air in line. It was also reported that there was no patient injury.